Manufacturer narrative:
It was reported that a reprocessed harmonic scalpel piece broke inside of the patient. Reportedly the clinician was able to recover the broken piece. No additional information was provided. The sample was received but the root cause could not determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a reprocessed harmonic piece broke inside of the patient and needed to be retrieved.